Event description:
Same case as: 2134265-2014-01516 and 2134265-2014-01517. It was reported that the motor drive unit will not pullback. During an unspecified procedure, a motor drive unit was used in conjunction with an icross imaging catheter to visualize a lesion. It was noted that the motor drive unit was able to pullback correctly on the first run but would not pullback on the second run. Manual pullback was attempted once and was successfully done. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18yrs or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis. The unit was received in good condition with no visible damage or defects observed. Functional testing revealed that the device did not meet specification. Moving the lemo cable slowly caused an overload message to occur. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID #: 2134265-2014-01516 and 2134265-2014-01517. It was reported that the motor drive unit will not pullback. During an unspecified procedure, a motor drive unit was used in conjunction with an icross¿ imaging catheter to visualize a lesion. It was noted that the motor drive unit was able to pullback correctly on the first run but would not pullback on the second run. Manual pullback was attempted once and was successfully done. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.